Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a consumer via a manufacturer representative regarding a patient with an external neurostimulator (ens). It was reported that the patient felt heat in their back near the site of their wires. It was unknown if it was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the heating in the patient's back near the wire was not determined. The patient thought it was due to the tape and bandages over the ens and lead site. To resolve the issue the patient called the manufacturer and discussed their symptoms. Adjustments were made to the device intensity. It was reported that the patient was not bothered by the burning sensation and said it was mild.